Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing noise on all three channels resulting in pacing inhibition. It was further reported that the patient uses power tools and the physician suspected the noise could have been from electromagnetic interference (emi).